Event description:
It was reported that the ventricular assist device (vad) patient was having ventricular tachycardia (vt), suction episodes and the suction alarm sounded. It was also noted that there were low flows and the low flow alarm sounded. The patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the available autologs report which revealed intermittent suction events within the last 14 days of available data leading up to (B)(6) 2020; 2 suction alarms were logged on (B)(6) 2020 and 10 low flow alarms were logged since (B)(6) 2020. As a result, the reported low flow and suction events were confirmed. Information received from the site indicated that, in addition to the low flows and suction events, the ventricular assist device (vad) patient was having ventricular tachycardia (vt). The patient was hospitalized. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of ant icoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.